Event description:
It was reported that the customer was hospitalized for three days due to a coma. It was stated that the customer's glucose reading was 500mg/dl at time of the event. It was stated that the customer blood glucose was 440mg/dl when he was released and was treated with manual injections. The wife called back and stated that the customer still is experiencing high and low blood glucose. It was stated that the customer woke up with a glucose reading of 57mg/dl, but the day before his glucose level was 119mg/dl for most of the day. Troubleshooting was performed. Reviewed the programming and found that the customer had changed the fixed prime to 2.8 units. Advised wife changing to 0.5 units. Ran to fixed prime test and insulin exited. The wife believes that the customer may have programmed boluses that she is not aware of it. Also found that the customer possible reuses the supplies and does not alternate the sites. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.